Event description:
The user facility returned the device to olympus with a report of a wire protruding from the distal end of the endoscope. The user facility reported that the elevator had not worked correctly while the user tried to complete a fine needle aspiration; however, the elevator could not lift causing the needle to perforate the endoscope. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report, and was informed that the users were performing a diagnostic procedure on a pancreatic tall cystic mass. The user reported that the needle punctured the scope when they were at the junction of bulb and second portion of the duodenum. The procedure was reportedly completed using the same device and there was no pt injury reported. The users further reported at the end of the procedure, a wire was noted to be sticking out at the distal end of the scope. The device referenced in this report was returned to olympus for evaluation. The evaluation of the device revealed that the bending section cover was torn and several broken and frayed wires were exposed and protruding. The instrument channel was found leaking due to a large hole 55mm from the distal end. The forceps elevator was tested and found to operate appropriately. The switch functions were initially found to be working intermittently due to fluid invasion in the device. Following aeration, the switches were found to operate appropriately. These phenomena were attributed to physical damage due to user handling. The device was serviced. This report is being submitted as a medical device report in an abundance of caution.